Manufacturer narrative:
This report is submitted on october 18, 2022.

Event description:
Per the clinic, the patient experienced swelling & fluid accumulation in the mastoid. Subsequently, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2022, to have the site cleaned. The patient was also treated with oral antibiotics and oral steroids on june 15, 2022 (specific duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2022. There are plans re-implant the patient with a new device; however, this has not occurred as of the date of this report.